Event description:
While troubleshooting an issue, the customer reported that they received questionable result for one patient sample tested for multiple assays. It was determined that this sample had an erroneous result for alkaline phosphatase acc. To ifcc gen.2 (alp). Two sample tubes were collected from the patient at the same time. One of the tubes was tested and initially resulted as 132.5 u/l. The same tube was repeated and resulted as 102.5 u/l. The same tube was repeated a second time and resulted as 116.9 u/l. The customer assumed that the 102.5 u/l value was correct, so this result was reported outside of the laboratory as 103 u/l. The sample tubes were capped and sat at room temperature for the rest of the morning. The customer then later pulled the same tube in order to troubleshoot a possible carryover issue. The sample from the tube was split into 3 aliquots, with the first being placed into the first position of a rack, the second being placed in the second position of the rack, and the third being placed in the third position of the rack. A full chemistry panel was ordered for the first position, but only alp was ordered in positions 2 and 3. The aliquot in the first position resulted as 74.0 u/l for alp. The aliquot in the second position resulted as 75.6 u/l for alp. The aliquot in the third position resulted as 74.7 u/l for alp. The customer also pulled the other tube from the same sample collection and used this in the same manner to troubleshoot a potential carryover issue. The sample from this tube was split into 3 aliquots with the first being placed into the first position of a rack, the second being placed in the second position of the rack, and the third being placed in the third position of the rack. A full chemistry panel was ordered for the first position, but only alp was ordered in positions 2 and 3. The aliquot in the first position resulted as 79.5 u/l for alp. The aliquot in the second position resulted as 82.2 u/l for alp. The aliquot in the third position resulted as 78.3 u/l for alp. The customer was not sure which value was correct, but the customer did state that the results from the carryover studies were probably more correct. The patient was not adversely affected. The alp reagent lot number was 60417501 with an expiration date of 05/31/2015. The customer stated that prior to the field service representative visit, results from a sample from a different patient were questioned on 12/26/2014. It was determined that none of the results from this sample were erroneous. The field service representative could not determine a cause. He performed and instrument check and this was within specifications. All fluidics were checked and verified.

Manufacturer narrative:
The customer has confirmed that they have not had any issues since they have begun mixing their tubes.

Manufacturer narrative:
Investigations have determined that a general instrument issue could be excluded. Based on the reaction monitor of the sample, it is assumed that the issue is related to the presence of leukocyte debris and platelets on the sample surface, causing higher alp activity for primary tubes. Investigations performed at the customer site with aliquoted samples show plausible/stable results. The issue is not related to reagent performance.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.